Manufacturer narrative:
The reported event of the lead would not fully insert into the atrial connector was confirmed. Analysis revealed that lead insertion into the connector stopped at the entry to the connector¿s tip zone. It was found that the entry to the atrial connector tip zone has an abnormal semi-circle protrusion of epoxy on one side that is blocking lead insertion into the tip zone. Lead insertion into the a-connector tip zone blocked by epoxy is considered a manufacturing anomaly. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a pacemaker implant, the atrial lead was unable to be connected to the device, and this was alleged to be a device issue. The pacemaker was replaced to complete the procedure with the same leads. The patient was stable throughout.